Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient had experienced blood glucose levels as high as 22.4 mmol/l (403.2 mg/dl). The patient corrected the elevated blood glucose levels via his infusion device and insulin injection. He thinks his infusion device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.